Event description:
Reporter reports discrepant results while using the inform system with back to back results on the same meter of 43mg/dl and 147mg/dl, and meter to lab results of 147mg/dl on the meter and 9mg/dl at the lab. Patient received no treatment based on meter results. Reporter states all quality control results were within range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.